Event description:
It was reported that the rv pace impedance was greater than 3000 ohms. Noise oversensing was also causing pacing inhibition. The pace/sense portion of the lead was capped and a new lead was implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).